Event description:
While performing a balloon dilation a perforation was noted. A 2.8 x 20 mm graftmaster was placed into the perforated portion. While pushing the graftmaster it got stuck into the lad main area. This was very calcified and subsequently unable to push down. Pulled back to pull back the balloon; however, the shaft became detached from the stent and the graftmaster stent was stuck in the left main lad area. There was no way to take this out and perforation continued to bleed. The CT surgery team was contacted for assistance. Procedure: the patient underwent a redo sternotomy with right femoral venous cannulation, coronary artery bypass using mild systemic hypothermia to 34 degrees centigrade, with hypothermic hyperkalemic blood cardioplegic arrest in retrograde and antegrade fashion.; aortotomy and exploration of the aortic root and removal of foreign body from left main, including catheter and undeployed metal sent with catheter.; coronary bypass grafting x 2 with vein graft to perforated diagonal, vein graft to the posterior descending artery, with endarterectomy of the diagonal branch, as well as endarterectomy of the posterior descending artery. On (B)(6) 2018 patient exhibited agonal rhythm in spite of all efforts the patient expired at 0604.